Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patients incision had opened up at the bottom and was sent to a wound center. The patient received treatment for her wound. It was cleaned and packed with cream and bandaged.

Manufacturer narrative:
Additional information was received that the patients wound was reportedly getting worse. No further course of action at this time.

Event description:
A report was received that following an implant procedure, the patients incision had opened up at the bottom and was sent to a wound center. The patient received treatment for her wound. It was cleaned and packed with cream and bandaged.